Event description:
A health care professional reported receiving a high reading of 113 mg/dl on their blood glucose monitor. The laboratory reference reading of 39 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 60.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis, secondary to calcification.

Manufacturer narrative:
This is a final report. The reported meter device ((B) (4)) was returned. The meter was tested and the readings complaint was not confirmed. As the reported test strip lot was not returned (lot 6cfkhg), retain testing has been performed. Testing on strip lot 6cfkhg was performed with low control solution (lot 64676q101) and high control solution (lot 64818q101). Forty-eight tests were performed in total. All results were within range specification and the standard deviation fell within specifications. No errors or issues were observed during retain testing. No precision readings issue was noted during retain testing of strip lot 6cfkhg.

Manufacturer narrative:
This is an initial report. The meter has been requested back for investigation. The test strips will not be returned. A follow-up report will be filed once the investigation results are available.